Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips on 21 march 2017. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. This report is also being filed as a correction. Correction identified on 10 march 2017. The reported ¿ report date¿ was incorrect on the initial submission. The correct report date is 21-nov-2016.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.